Event description:
It was reported that this right atrial (ra) lead was surgically explanted, possibly due to damage sustained during the removal of the right ventricular (rv) lead. No additional adverse patient effects were reported.